Event description:
Continuous infusion bag of penicillin with an abbott provider set was sent out to pt. When pt hooked this bag's tubing up to the aim pump, the tubing separated from the spike in the bag and all of the drug came out of the bag. This has happened with this tubing before, when there was chemotherapy drug in the bag.